Manufacturer narrative:
External insulation abrasion was found at 12.5 - 13 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating of one re cable was found to be abraded in this region. The abrasion found have contributed to the complaint of noise problem that was detected in the field.

Event description:
It was reported that noise signals were noted during interrogation. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).